Event description:
Customer is complaining about: light-headedness/dizziness during treatment. Issue started in (B)(6) 2012, during 9th treatment of this pt. Reported on (B)(4) 2012, at the same time as most recent event reported for this pt, see mxp (B)(4). A 2.7 ml uvadex administered. Light-headedness/dizziness reported upon cell return during last 5 minutes. No more details provided. Cellex system serial number unk. At the time, operators attributed the symptoms to pt anxiety.

Manufacturer narrative:
The etiology of the pt's symptoms are not clear. The symptoms appear to be temporally associated with the re-infusion of the buffy coat cells, which contains treated cells, unactivated methoxypsoralen, plasma, heparin and potentially ethylene oxide. The dizziness, lightheadedness and flushing sensation without a change in blood pressure experienced by the pt on more than one occasion would be unusual for an allergic reaction. While we cannot rule out an allergic reaction to methoxypsoralen, the symptoms are suggestive of a serotonin-like release syndrome with the pt's platelets being a possible source. We have asked the treating hcp if he has considered this possibility and have not received a response from the site to date. (B)(4).